Manufacturer narrative:
(B)(4).this device is pre-amendment; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4) . No conclusion can be drawn from the investigation. Root cause not determined.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defect was found. Functional testing was performed and no defect was found. The reported condition was not confirmed. No root cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance an unknown 250ml solution bag used with an unknown b braun pca set in which the pca set spike could not be removed from the baxter bag. The process step is unknown, there was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.